Manufacturer narrative:
Historical trending for the past 12 months was completed: this is the 1st complaint for this lot number for this type of report. The device history record was reviewed and no abnormality noted.  All manufacturing process control and operating parameters were within the validated specification and no abnormality was found. No change was made to the raw materials and suppliers, compounding formulation, or manufacturing process during the production of this lot. Pre-shipment quality inspection of this lot passed all inspection requirements prior to final shipment release. Returned complaint gloves arrived on 4/25/2017. The need for corrective and/or preventive actions will be determined once the complaint samples testing is completed. It is to be noted that sensitivity of individuals to nitrile gloves may be a factor in developing skin irritation or allergic reaction from wearing such gloves. The glove manufacturer will continue to ensure that the manufacturing process is stable as well as capable, good manufacturing practices are adhered to and continuous improvement strategies are implemented in order to ensure gloves are consistently produced according to the required specification prior to packing and release for shipment. A follow-up report will be filed once the sample evaluation has been completed.

Event description:
Based on the report received by the customer an employee went to employee health on (B)(6) 2017 and then to the emergency room on (B)(6) 2017 due to contact dermatitis. She was given hydrocortisone and benadryl by ER.

Manufacturer narrative:
The returned glove samples were tested and did not exhibit any visible abnormality, ph reading is close to the neutral value, no skin irritation was reported by the glove manufacturing plant personnel from donning the glove at a 2-hour stretch. Residual chemical accelerator test returned a result of ¿not detected¿ or the concentration was below the detectable limit, which appears to rule out the presence of residual chemical accelerators on the gloves that could potentially cause irritation upon contact with skin. It is to be noted that sensitivity of certain individuals to nitrile gloves may be a factor in developing skin irritation or allergic reaction from wearing such gloves. Manufacturing process was reviewed by the glove manufacturer to ensure it is running with the validated parameters and within normal process capability.  Manufacturing will continue to ensure leaching process is carried out according to the validated process parameter. The glove manufacturer will continue to ensure that the manufacturing process is stable as well as capable, good manufacturing practices are adhered to and continuous improvement strategies are implemented to ensure gloves are consistently produced according to the required specification prior to packing and release for shipment. Based on the testing performed we are unable to determine a root cause for the issue reported for this incident.